Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the therapy pcb assembly, however further root cause could not be determined. The device was previously repaired by the customer and the system pcb assembly installed by them is not compatible with this device. The device was returned to the customer unrepaired per their request.

Event description:
A customer contacted stryker to report that their biphasic device delivers monophasic shock. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.